Event description:
The customer reported that the device showed a low battery message during testing and an associated message instructing the user to connect the power cord. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.